Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 04-oct-2016 who had essure (fallopian tube occlusion insert) inserted on unspecified date. According to her, she has suffered from continuous strong pain and vaginal bleeding disorder after insertion. Due to that, she is now going to have tubal removal. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced continuous strong pain. She is now going to have tubal removal. The event, seen as pelvic pain, is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious event vaginal bleeding disorder was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined; therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-dec-2016: further information has not been received despite follow-up attempts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced continuous strong pain. She is now going to have tubal removal. The event, seen as pelvic pain, is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident because a surgical intervention will be required. Additionally, non-serious event vaginal bleeding disorder was reported. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible. No further information is expected.